Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was observed to be deformed upon opening the package prior to deployment. Another unknown mynx device was used to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was opened on a sterile field. The device was not used in the patient. The balloon on the original device was reported as deformed upon opening and inspection. The device was used with an unknown 5f sheath, balloon inflation, pullback, and balloon deflation and retraction from the sheath. The procedure was a lower peripheral arterial disease (pad) procedure. The deployer was trained on the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per the product evaluation, a hole was denoted on the surface of the balloon.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was observed to be deformed upon opening the package prior to deployment. Another unknown mynx device was used to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was opened on a sterile field. The device was not used in the patient. The balloon on the original device was reported as deformed upon opening and inspection. The device was used with an unknown 5f sheath, balloon inflation, pullback, and balloon deflation and retraction from the sheath. The procedure was a lower peripheral arterial disease (pad) procedure. The deployer was trained on the mynx device. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was in manufacturing position, and the advancer tube was in manufacturing position, while the balloon did not denote any abnormal condition during this unaided eye evaluation; no additional anomalies were observed during this visual analysis. The inflation/deflation test could not be performed due to a hole identified on the balloon during microscopic analysis. This condition impeded the execution of the functionality verification for the received unit associated with the reported ¿mynxgrip system ¿ unknown device incident.¿ a high magnification evaluation was executed to evaluate the balloon surface. During this analysis, the presence of a hole was denoted on the surface of the balloon. The reported event of ¿balloon balloon loss of pressure at prep¿ was observed through analysis of the returned device. The inflation/deflation test could not be performed due to a hole identified on the balloon during microscopic analysis. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.